Event description:
It was reported that during a pci procedure, the stent dislodged and was retrieved with a snare. The lesion being treated was located in the calcified and 100% stenotic mid left anterior descending artery (lad). The physician was unable to cross the lesion and the stent dislodged while attempting to retract back into the guide catheter. The procedure was completed with another of the same device. A bmw universal guide wire and a 6f launcher jl4 guide catheter were also used in the procedure. Pt status is listed as "good".

Manufacturer narrative:
The stent has not been returned for analysis as of this date.